Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was walking to a store around 8:00pm. While walking, she did not check the cgm. When she reached the store, she passed out. It is unknown how the cgm was functioning during this time. The patient woke up in the hospital and the doctor gave her unspecified medication and had laboratory tests done. When the nurse checked a finger stick reading it was 125 mkg/dl while the cgm was reading low (reading unspecified) so they advised the patient to remove the sensor. The patient was in the hospital for a couple of days due to back injury from when she passed out and went to rehabilitation for it. At the time of the report, the patient was still recovering. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - impact code - f18 rehabilitation. Diabetes mellitus is a known cause of hypoglycemia.